Manufacturer narrative:
No malfunction

Event description:
Chair was sold to the dealer "numotion" on (B)(6) 2015 and the customer purchased the chair from numotion. On (B)(6) 2016 the numotion sales rep called to report an incident that occurred on the morning of (B)(6) 2016. The customer is quadriplegic and has a normal routine to transfer from their bed into the chair. They accomplish this by driving the chair up parallel with bed, operate the chair into full recline and transfer to the bed. On (B)(6) 2016, while transferring independently from the bed back into the chair the customer had positioned the chair too far forward. During his transfer back his total weight was positioned too far towards the back of the chair. This resulted in the chair tipping back towards the floor and the customer bumped and scraped his head. The customer remained on top of seating system until his aide arrived to help him up. He did not seek any medical attention or treatment that the dealer is aware of.